Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and found in the patient¿s mouth. A repeat procedure was done and the second capsule also failed to attach and found near the vocal cord of the patient. They used suction to remove the capsule. The patient experienced a lot of coughing for both procedures. An endoscopy had been performed prior to the procedures and showed the esophagus to be normal. Lubrication was used to facilitate the placement of the capsules.